Manufacturer narrative:
The investigation of this event is in process now. If information is obtained, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2024, a female patient (m.a.e., 120 lbs) underwent a surgery using the ustar ii knee system. The procedure involved implantation of the following components: 1. Ustar ii knee system distal femoral component, rhs, s, right (pn: 2115-3410, lot: 23j480a) 2. Ustar ii knee system xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 23e194a) the surgery followed standard protocols and was completed without intraoperative complications. Post-operative recovery proceeded as expected, and the patient was discharged. Approximately four months post-surgery, while ambulating without additional load, the patient reported an audible "pop" followed by knee instability. Clinical examination and imaging studies revealed implant fracture necessitating revision surgery on (B)(6) 2024. It is noted that surgeon who performed initial surgery on (B)(6) 2024 and the surgery performing on (B)(6) 2024 (dr. (B)(6) md) chose to use the same ustar ii knee system to perform revision surgery. The revision procedure, performed on (B)(6) 2024, involved: 1 explantation of the original components (pn: 2115-3410, lot: 23j480a and pn: 2315-3211, lot: 23e194a). 2 implantation of new ustar ii knee system components: a) ustar ii knee system distal femoral component, rhs, s, right, (pn: 2115-3410, lot: 23j482a). B) ustar ii knee system xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 24e813a). The explanted components were requested for return to facilitate a comprehensive root cause analysis by the manufacturer. Investigation aims to determine the exact mechanism of failure and identify any potential manufacturing, design, or surgical factors that may have contributed to the premature implant failure.

Event description:
On (B)(6) 2024, a female patient ((B)(6), 120 lbs) underwent a surgery using the ustar ii knee system. The procedure involved implantation of the following components: 1. Ustar ii knee system distal femoral component, rhs, s, right (pn: 2115-3410, lot: 23j480a). 2. Ustar ii knee system xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 23e194a). The surgery followed standard protocols and was completed without intraoperative complications. Post-operative recovery proceeded as expected, and the patient was discharged. Approximately four months post-surgery, while ambulating without additional load, the patient reported an audible "pop" followed by knee instability. Clinical examination and imaging studies revealed implant fracture necessitating revision surgery on (B)(6) 2024. It is noted that surgeon who performed initial surgery on (B)(6) 2024 and the surgery performing on (B)(6) 2024 (dr. (B)(6) md) chose to use the same ustar ii knee system to perform revision surgery. The revision procedure, performed on (B)(6) 2024, involved: 1. Explantation of the original components (pn: 2115-3410, lot: 23j480a and pn: 2315-3211, lot: 23e194a). 2. Implantation of new ustar ii knee system components: a) ustar ii knee system distal femoral component, rhs, s, right, (pn: 2115-3410, lot: 23j482a). B) ustar ii knee system xpe tibial insert, s, 12mm (pn: 2315-3211, lot: 24e813a). The explanted components were requested for return to facilitate a comprehensive root cause analysis by the manufacturer. Investigation aims to determine the exact mechanism of failure and identify any potential manufacturing, design, or surgical factors that may have contributed to the premature implant failure.

Manufacturer narrative:
Based on the returned product, a clear tensile fracture patterns were identified on the adaptor. Additionally, a compressed indentation was observed on the anterior platform of the tibial insert. The distal femoral implant and the tibial insert showed an overall hyperextension condition. There is no non-conformities during the production process. The design of this product's range of motion complies with the requirements of human knee joint movement. The product has also passed hyperextension fatigue tests and astm stp 1301-97 test verification. In summary, it is speculated that the patient in this case frequently experienced anterior tilting of the distal femoral implant due to their knee joint motion patterns. This likely caused hyperextension of the distal femoral implant, ultimately resulting in the tensile fracture of the adaptor under excessive stress.